Event description:
It was reported by repair work order that the retaining post was only partially intact and missing components. Without this post the cot will not lock into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.